Event description:
Note: lot number is unk. It was reported to boston scientific corp in 2008 that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed the same day. According to the complainant, during the procedure when the catheter was being advanced to the stomach, resistance was felt. When the catheter was pulled out from the stomach using stronger force than is usual, the part between the adapter and the c-flex tube stretched. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. A visual examination of the returned device revealed that the button and suture were red. The distal end of the tubing had been cut or torn and was jagged in nature. The length of the c-flex tubing was measured and found to be within the MFR's specs. The cause of the reported malfunction cannot be determined. The april 2008 15-month one step button enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.